Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was failed to close and latch broken. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 07-aug-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device this incident, it was determined that the broken drawers had only made a clicking noise. A field service engineer (fse) found hard stop fell of half height drawer 4-2 causing drawer not to close. Fse reinstalled hard stop issue was resolved. The system functioned as intended after the field service engineer repaired the device.